Manufacturer narrative:
(B)(4). Other device used: catalog #00236020527, zimmer periarticular locking plate drill, lot #62061111; catalog #00236017127, zimmer periarticular locking plate drill, lot #62061111. The returned products were confirmed to be worn/dull; furthermore, upon inspection they were also found to be fractured. The products were measured against the print specifications at several dimensions and it was confirmed that all measurements taken were within specification. The hardest tests were also conforming to specifications. The device history records were reviewed and the records indicated that the devices met specifications at the time of manufacture. The drills had potential field ages of approximately 8 years, 3 years and 3 months, and 3 years and 4 months at the time of incident. The drills are used for treatment.

Event description:
It is reported that 2 drills were too used or worn to use in the set, a third drill was stated as used or worn. During our investigation it was determined they were fractured.